Manufacturer narrative:
Evaluation of the returned brk needle revealed a detached handle/valve assembly; no stylet or wave spring were returned. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project has been initiated to address wave spring detachments.

Event description:
It was reported when the physician introduced the needle into the patient and attempted to flush with contrast, the valve on the proximal end broke off. The needle was replaced with another of the same model and the procedure continued without complication.